Manufacturer narrative:
The catheter was discarded by the customer and it was not returned to biosense webster for eval.

Event description:
It is reported the pt suffered a myocardial perforation. The physician was ablating an atrial tachycardia on the tricuspid valve annulus (tva), when the nurse notified the physician of a decrease in the pt's blood pressure. An echocardiogram was performed and a small effusion was noted. Approx 150cc of blood was aspirated when the pericardiocentesis drain was placed. The pt's blood pressure returned to baseline and the pt remained stable. The plan of care was to leave the drain in place for 6 hours and re-assess the pt at that time. The pt had a history of prednisone use of more than 20 years. Additional information obtained: there was no catheter malfunction noted during the procedure. The pt did fine after the pericardiocentesis was done. The physician believed that the event was related to a non-biosense webster catheter that was placed in the pt's right ventricle. The event was not attributed to any biosense webster products.